Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a force sensor error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked top case and cracked l bracket pile clamp, and a chipped left bottom corner. The tamper seal was intact. Review of the event history log (ehl) showed force sensor test error. The device was powered on and a biomed diagnostic monitor force sensor reading were performed and the reported issue was duplicated during start-up. The cause of the reported issue was due to an out of calibration force sensor. As a result, the force sensor was re calibrated and preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: (B)(4).